Event description:
It was reported that cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset, after which cgm error did not reappear, and caller successfully started sensor session, was instructed to warm up cgm session, wait about 20 to 30 minutes, monitor for any alarms or alerts, and recontact support if issues returned.